Manufacturer narrative:
During the product investigation, it was noted that the "ok" button was disabled to function. The "up/down" button was responsive to user input. There was no evidence of keypad adhesive found under all key contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.